Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6): product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6): (B)(4) h3. Analysis was performed on [product ID: 97745, serial/lot #: (B)(6)] analysis found that the case was damaged. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported they were having issues charging their implant and patient did not provide event date but did note that today it was totally 'dead'. Agent tried to clarify if it was the controller or implant that was depleted; agent had difficulty collecting information but to agent's understanding the controller would not turn on. Patient also stated it was so hard to charge and it would take 2 to 3 hours to charge their implant. During the call agent asked patient to inspect the pins then patient noted there was rattling on the controller. No visible damages on the battery pack. The issue was not resolved. An email was sent to the repair department to replace the controller. Agent advised patient to call back if the issue persisted.